Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during treatment with pico soft port 10cm x 20cm, the 3 lights turned on at the same time with the alarm sound. The procedure was completed with a smith and nephew back up device. It is unknown if there was a delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: we have now concluded our investigation for the complaint received. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. ¿ a complaint history review was performed for the product and failure mode reported, there have been further instances in the past three year. The device was used for treatment. As no product could be returned, a thorough evaluation of the device could not be carried out. It was reported that pump full alarm appeared, this means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. We have not been able to confirm a relationship between the event and the device or identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Sections g3 and h2 has been updated.